Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The customer had an open heart surgery. The cause of death is still unknown; autopsy has not been performed yet. The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The caller did not know whether the customer was using sensors or not. The caller stated that at this time they are unsure whether they want to return the insulin pump for analysis or not. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.